Event description:
It was reported the pt (B)(6) could no longer establish communication between the ipg and charging system. Changing the positioning of the antenna and add'l charging systems were tried without success. The physician elected to proceed with surgical intervention. Intraoperative testing confirmed the issue was with the ipg. The ipg was explanted and replaced which resolved the reported issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.